Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the non patient needle separates from the holder hub. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "holder fell down during sampling. When they put first tube to the holder, the holder snapped from needle and fell down."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a bd vacutainer tube with water, and no issues were observed relating to hub - holder separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub - holder separation. Bd was not able to identify a root cause for the indicated failure mode.